Manufacturer narrative:
This report is being filed to provide additional information in h.4, h.6 and h.10. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to: - a failure to fully prime the return line. - a failure of the optia device or operator error. - a disposable manufacturing defect.

Event description:
The customer declined to provide further information related to the event, including patient informaton. Pursuant to EU data protection laws, the patient information is not available from the customer. The set is not being returned by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, d.9, h.3, h6 and h10. Investigation: a disposables lot history search confirmed there were no similar occurrences of air in the return tubing reported on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported receiving repetitive and unexplained alarms during fluid priming of the set and air was reported in the return tubing. They immediately stopped the procedure and changed out the set for a new one. There were no further issues after changing the set. Patient information is not available at this time. Terumo bct is awaiting return of the disposable set. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.